Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a surgical valve in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. Septal alcohol ablation was performed prior to mitral viv due to high-risk neo lvot and a diminutive left ventricle.

Event description:
It was reported that a patient with an edwards surgical valve in the mitral position had a planned valve-in-valve procedure after an unknown implant duration due to unknown reasons. However, the doctor decided to forgo the procedure due to the high risk patient. The patient had a high-risk neo-lvot and a diminutive left ventricle.

Manufacturer narrative:
This event was found to be a duplicate of MDR # 2015691-2018-01923. Please refer to 2015691-2018-01923 for complete event report.